Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a heavily calcified, 100% stenosed internal iliac artery, the fox plus 3.0 x 20mm balloon catheter ruptured at the first inflation at 14 atm. A non-abbott balloon catheter was used and the inflation was insufficient. A second fox plus 6.0 x 40mm balloon catheter was used which also ruptured during the first inflation at 10 atm. A non-abbott stent was deployed and a non-abbott balloon catheter used for post-dilatation and to complete the procedure. There were no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. The fox plus 3.0 x 20 balloon catheter mentioned is being filed under medwatch MFR number #9710478-2007-00178.